Event description:
A medtronic representative reported the system's camera appears to intermittently lose connection with the system. Typically the site's users would reboot the system to resolve the issue. This event was not reported during surgery so no patient was present.

Manufacturer narrative:
The external camera cable and I/o hub were tested and the alleged malfunction was not able to be replicated by medtronic personnel. The returned parts were fully functional. A RMA was issued for the internal camera cable but has not been received.